Event description:
The device was placed on (B)(6) 2012. The parents of the pt said that the device tended to twist even when stored in the hickman bag. This caused the blue lumen to fracture which was noticed when the line was next used. The issue has lead to delays in the treatment of the child who is awaiting a transplant.

Manufacturer narrative:
Exp date unk as lot # unk. Delayed treatment is not listed in the instructions for use. Separates is not listed in the instructions for use. The complaint device was not returned to assist in our investigation. Per specs, the final inspection for the tpn multiple lumen catheter states to confirm that each extension, main catheter shaft, and if specified, strain relief tubing are securely molded to the manifold without cracks. Additionally quality control confirms that the lumen are open with no lumen communication. The product is shipped with instructions for use which includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. Without return of the complaint device we are unable to determine what may have led to this failure. Based on the description of the event, it is possible that the device was exposed to forces beyond its design. However, a preventive action has been previously issued in an effort to alleviate/reduce the occurrence of this failure mode. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. The inclusion of this complaint would not change the conclusion of quality engineering risk analysis. A preventative action was previously initiated at mgmt discretion and is currently underway.